Event description:
It was reported that the numbers on the screen of the insulin pump started scrolling on their own. It was also reported that the customer received a button error alarm. Blood glucose value was 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Device received with cracked case at display window corners, display window and battery tube threads and minor scratched lcd window.